Event description:
The event is reported as: complaint alleges: it is reported during test prior to use, the balloon was found to be leaky. No pt involvement.

Manufacturer narrative:
Sample not rec'd by MFR in time for this report.